Event description:
The hcp reported the pt was in the ER with right leg spasms and severe pain. The pt is not scheduled for a pump refill for over a week. A follow up report will be sent when additional info is received.